Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during this operation, a 31mm bioprosthetic mitral valve was attempted to be implanted, but ultimately was replaced with a different valve of the same size and model. The reason for using a second valve was not reported. No additional adverse patient effects were reported.